Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in the wire lumen and on the handle. There was no damage or irregularities on the rack length. The stent was not received and the safety-lock was not returned. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a deployment issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x60x120 epic vascular stent was implanted to treat the lesion. While the physician was trying a pin and pull technique in deploying the stent, the shaft seemed to have caught up and was unable to fully pin and pull and the stent was only deployed halfway. The physician forcefully thumb wheeled the shaft and was able to fully deploy the stent. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that a deployment issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x60x120 epic¿ vascular stent was implanted to treat the lesion. While the physician was trying a pin and pull technique in deploying the stent, the shaft seemed to have caught up and was unable to fully pin and pull and the stent was only deployed halfway. The physician forcefully thumb wheeled the shaft and was able to fully deploy the stent. The procedure was completed with no patient complications reported and the patient's status was fine.